Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead with the connector pin measuring 47.5 cm was returned for analysis. External insulation abrasions were noted at 26.8 - 27.1 cm and at 27.0 - 27.7 cm from the connector pin, both breaching the outer insulation and exposing the outer coil, consistent with lead friction to another device or feature of the heart. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.